Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient walked through an alarm system at a super market exit and the alarm started to ring. Since then the patient had temporary pain (localized in the ins pocket that subsided when the alarm stopped). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.